Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It as reported that during implant procedure, physician noticed that a part of the mannitol was missing in the lead. Physician called boston scientific technical services (ts) to see if lead can be still used. It was agreed that lead could be used without that part of the mannitol. At interrogation, lead impedance was high out of range so physician decided to replace lead. No additional adverse patient effects were reported.